Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the site was getting artifacts in their images when integrating with another device and taking radiographic images. They had used the additional device before and no issues occurred. It was later noted that the site was able to obtain a good image without any recalibration. The manufacturing representative was able to help make changes in the process in order to gather new usable images. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: additional procedure information received.

Event description:
Medtronic received additional information that the reported issue could not be replicated. The representative also reported that the cause of the artifacts on the images may have been user error.

Manufacturer narrative:
Additional information: it was reported that there was no delay to procedure. Additional information: patient age and weight provided.

Manufacturer narrative:
Additional information: patient age and weight provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that the site suspected the radiologic technologist (rt) did not follow proper protocol.